Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the ventilator restarted and alarmed with 35 volt supply failed error. The unit locked up and can not change screens or turn it off. The customer reported that the unit was not in use on patient. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 30jan2019 . The field service engineer (fse) evaluated the device and verified the reported condition. The fse replaced the power management (pm) printed circuit board assembly (pcba) to address the issue. The ventilator passed all testing and operated within the manufacturing specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 03may2019, the power management (pm) printed circuit board assembly (pcba) was received for evaluation. Visual inspection of the pm pcba revealed no evidence of damage or contamination. The pm pcb was installed to a good test ventilator. The ventilator was tested. The ventilator passed all testing and operated within the manufacturing specification. There was no fault found. The product meets the specifications submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.